Event description:
It was reported that the right ventricular (rv) lead exhibited high counts on the sensing integrity counter (sic) and high thresholds. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.